Event description:
Same case as: 2134265-2015-00024 and 2134265-2014-08569. It was reported that automatic pullback failure occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal section of the right coronary artery (rca). During the procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view the target lesion; however, it was unable to perform pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).